Manufacturer narrative:
Manufacturer's analysis found that the rate knob of the external pulse generator (epg) failed. The customer did not accept the repair offer, and requested that the epg be sent back. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for testing subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.